Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported inappropriate therapy was confirmed in the laboratory via review of stored electrograms. The cause of the field reported inappropriate therapy was found to be t-wave oversensing due to small r-waves caused by patient physiology. The device was tested on the bench and was found to be normal. No device anomaly was found.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Review of the egms revealed inappropriate therapy due to post sense t-wave oversensing. The device was explanted.